Event description:
It was reported that the epicardial lead was capped during a revision procedure of an atrial lead. The epicardial lead impedance measurements were low. However, prior to the procedure the impedance measurements were normal. The lead was capped and a new lead was implanted.